Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history, pre-operative planning documentation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 year due to pain. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 year due to pain. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical histoty, preoperative planning documentation and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all was provided and thus the scope of this investigation was limited. The explanted device was not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported pain could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.